Event description:
Customer's mother reported receiving a threshold suspend alert along with a sensor glucose level of 60 mg/dl and a blood glucose level of 100 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.